Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked. Reportedly, the pump touch screen became cracked while customer was setting up their new pump. Customer is unable to interact with the pump due to the cracked touch screen. There was no adverse impact to customer's blood glucose level. Reportedly, customer reverted to an older pump for insulin therapy.